Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore, a physical investigation could not be performed and the root cause could not be determined.

Event description:
The ivtm therapy was initiated using the quattro catheter (lot# 198759). The following day, the customer observed a decrease in the saline level of the 500 ml bag. After inspecting the start-up kit (suk) for leaks and finding no fluid traces, it was discovered that there was blood in the catheter balloons and a backflow of blood in the suk tubing. The physician identified the issue as balloon damage. Consequently, the catheter, suk, and saline bag were replaced to continue treatment. No patient injuries were reported.